Event description:
It was reported that during a pyloric dilatation procedure, catheter damage and removal difficulties were encountered. The stenosis was located at the pyloric sphincter. The protective sleeve on the cre 15mm x 18mm balloon dilatation catheter was removed and the device was advanced through the 2.8mm biopsy channel of another manufacturer's gastroscope. Upon exiting the channel, the physician noted that the "black [exit marker] that encompasses the weld between the catheter and balloon" had been damaged. The damage prevented the gastroscope from advancing over the catheter and hindered visualization of balloon inflation. Upon attempting to remove the catheter, the device was unable to be retracted into the gastroscope. The physician removed the gastroscope and catheter as a unit. Following removal, the physician "cut the catheter in order to pull it out of the scope". The procedure was completed with an 18mm x 20mm fixed wire cre balloon. The patient's status is reported as "good".